Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced a charge shock failure during operational testing. It was noted that the customer had already replaced the therapy pca in an attempt to troubleshoot the issue but the failure remained. The customer requested that the device be returned for bench repair. There was no patient involvement.